Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The pump was not circulating, heater was not heating, tank cover was cracked, and line cord was faded. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests. The customer's complaint was confirmed. The pump was not circulating the water and when the temperature was raised on the pcb the heater would not comply. The root cause was due to the faulty heater and pump, which were replaced. The tank cover and line cord were also replaced, and the device passed all functional testing after. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was not heating. The device was not dropped at all and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.